Event description:
The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening on posterior, crease fold and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ultrasound confirmed "right side rupture." Device remains implanted.